Event description:
An ophthalmic pharmacist reports that during intraocular lens (iol) implant surgery, as the lens was being injected into the eye, the cartridge split. This caused the implant to embed in the iris, resulting in a hemorrhage in a female patient. The surgeon used a second instrument to clear the iris and the hemorrhage was still visible. Additional information has been requested.

Manufacturer narrative:
The complaint sample was not returned by the reporting facility. Product history records were reviewed for the lens guide lot and all documents indicate product met release criteria. The lens model indicated by the account for this complaint is not an approved model for this lens guide per the directions for use. There have been no other complaints reported in the lot number. Additional information has been requested.